Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent erroneous high sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems for two samples. The erroneous results were reported out of the lab. The original specimens were re-tested on a different instrument which generated lower results for both analytes. Amended reports were issued. After cleaning procedure, calibration and qc test, the samples were retested on the dxc 600 pro instrument, and obtained results were lower comparing to the initially generated results. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated every 24 hours. Qc samples are run at the time of calibration. Prior to the event qc results were within the lab's established ranges. The customer has been using the twice-weekly flow cell cleaning procedure. A field service engineer (fse) was dispatched: the fse performed troubleshooting and replaced several hardware components. A clear root cause has not been identified for this event. A malfunction will be assumed for the purpose of this report.